Event description:
It was reported that the paramedics were called and they treated the customer's low blood glucose of 78mg/dl at the scene. It was stated that the customer was wearing the insulin pump at the time and was sweating even though her house was not hot. While the customer was drinking a soda pop, her daughter attempted to measure her blood glucose, but the customer looked like confused and paramedics were called. It was stated that the customer can go high and low very fast, and she is a brittle diabetic. It was also mentioned that she has a hard time with adjusting the carbohydrates that she eats, and she has had bypass surgery as well. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.